Manufacturer narrative:
On january 27, 2026, mentor became aware that the replacement devices used on january 23, 2026 were catalog number 3506004bc; serial number (B)(6) on the right side, and with catalog number 3506004bc; serial number (B)(6) on the left side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Full UDI number has been added under field d4 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D6b explantation date: (B)(6) 2026. Initial reporter phone extension: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On january 14, 2026, mentor became aware that the patient suffered bilateral capsular contracture; baker grade IV on her left side and grade ii on her right side and the date of surgery is (B)(6) 2026. This medwatch report is for the patient¿s right-sided device.